Event description:
This device was returned with only the hospital sticker informing biotronik this patient was admitted to the hospital on (B)(6) 2012. The following physician's office has not seen this patient since (B)(6) 2011. Medtronic, boston scientific, st jude medical and sorin medical have no record of this patient. The exact date of explant and the reason for removal are unknown. There are no known complaints associated with the functionality of this device. There are no adverse events reported of this patient.